Manufacturer narrative:
This serves as a correction report. B5 - describe event or problem was incorrectly documented that there was an issue with the freestyle libre 2 sensor insertion. B5 has been updated to reflect the correct product reported.

Event description:
A customer reported experiencing bleeding after the adc freestyle libre sensor insertion. The customer went into shock and almost lost consciousness and was unable to self-treat. The customer received a chocolate drink from her and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported products have been returned and investigated. Visual inspection performed on the returned applicator and no issues were observed. The applicator was observed to be fired correctly. The applicator sharp was inspected and no issues were observed. Visual inspection performed on the returned sensor pack and no damage was observed. Visual inspection performed on the returned sensor and no issues were observed. The sensor plug was observed properly seated and no failure modes were observed on visual inspection of the sensor plug. This issue is not confirmed to use due to incorrect assembly method as the lid to the sensor pack was not completely peeled off. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after the adc freestyle libre 2 sensor insertion. The customer went into shock and almost lost consciousness and was unable to self-treat. The customer received a chocolate drink from her and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after the adc freestyle libre 2 sensor insertion. The customer went into shock and almost lost consciousness and was unable to self-treat. The customer received a chocolate drink from her and no further information was reported. There was no report of death or permanent impairment associated with this event.